Event description:
As reported to coloplast, though not verified, the patient with this device experienced: vaginal bleeding, abnormal vaginal discharge, hematuria, dysuria, cystoscopy, hospital visit with acute hemorrhagic cystitis, bacterial vaginosis, abdominal/pelvic/suprapubic pain/spasm, the feeling that something fell/dropped in vagina, incomplete bladder emptying, urinary incontinence, uti, urethritis, pelvic pain, dyspareunia, feeling of vaginal mesh being out of place, (+) enterococcus faecalis, mesh erosion and patient¿s partner being able to feel mesh during intercourse. The patient underwent altis mesh excision with foley catheter placement and cystoscopy under general anesthesia. Intraoperative findings identified a 1 x 1 cm area of exposed mesh at bladder neck with a blue suture at right lateral aspect. The entirety of mesh was excised up to pubic rami bilaterally. Gross pathology report identified no gross abnormalities ¿ two segments of brown, irregular mesh material (2.6 x 1.5 x 0.5 cm in aggregate) with minimal attached soft tissue were noted.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.